Manufacturer narrative:
The complaint device was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. Customer reported blood glucose (bg) level was 395 (mg/dl). A correction bolus was delivered to address bg level. Reportedly the customer will continue to use the pump.